Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their hcp was notified of the issue, but only dealt with the left side due to insurance not covering both systems. The patient noted that the revision resolved the pulsing sensation in their back.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0svcf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had leakage and when the increased stim they felt the wires pulsing in the skin in their back. The patient stated the lead issue was migration or dislodgement, as they knew that the leads pulled out. The patient had met with their back healthcare provider (hcp) for an injection, and the hcp told them the leads had moved. The patient met with the hcp who took x-rays of the leads. The patient reported they had a lead revision, they had two implants but only one was replaced so the patient did not recover their therapy and still had leakage. The patient's current settings are 3v on p4. A rep later reported the patient's lead had migrated into their lower back and they were experiencing discomfort and stimulation sensation. The issue was not reported to be resolved at the time of the report. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.